Manufacturer narrative:
Additional manufacturer narrative: the valve degeneration observed in this case was most likely due to a progression of this patient¿s underlying valvular disease pathology combined with the patient¿s other underlying risk factors and other potential unknown factors.

Event description:
Through medical records it was learned that the 27 mm bioprosthetic valve in the mitral position appears well seated. The leaflets appear severely thickened and have restricted motion. There was mild to moderate mitral regurgitation which was central in origin. There was no paravalvular regurgitation. The mitral valve struts do not appear to obstruct the lvot.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edward for evaluation as it remains implanted. The clinical observation was unable to be confirmed. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. Because patient medical history has not been made available, we are unable to determine if patient¿s underlying valvular disease contributed to this event. If additional information does become available, a follow up report will be submitted. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 27 mm bioprosthetic mitral valve was treated with an edwards valve-in-valve intervention after an implant duration of eleven (11) years, and three (3) months due to unknown reasons. There was no reported complications and the patient was discharged a couple of days after surgery.